Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). This device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k945028.

Event description:
Patient is suspected allergic reaction to the material in the implant.